Event description:
Increase of impella purge pressure and decrease in impella purge flow. Impella reservoir and filter bypass inspected, no issues. Impella rep present at patient's bedside at that time. Concerns for abrupt cessation of impella device. Note: impella reservoir and filter previously bypassed following impella's guidelines due to purge fluid leakage.